Event description:
On 02-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 401 mg/dl. The user had paused insulin delivery for an extended period and had only been entering ¿less than usual¿ meal announcements, and no additional treatment details prior to ems or hospital care were provided despite follow-up attempts. The user was hospitalized for diabetic ketoacidosis and treated with intravenous dextrose and insulin before discharge on (B)(6) 2025.

Manufacturer narrative:
The user reported hospitalization for diabetic ketoacidosis following prolonged periods of manually pausing insulin delivery and repeatedly entering ¿less than usual¿ meal announcements, which can maladapt the ilet¿s insulin-dosing algorithm. Device logs have not yet been retrieved for review, and no device malfunction has been identified based on the limited information available. A follow-up MDR will be submitted if additional information or device evaluation findings become available.